Event description:
A pharmacist reported a deep cornea abscess with immune bow in the left eye of main contact lens weaer who used solocare soft sdu (single-dose unit) as their lens care product. The report states that the pt had worn lenses for about 5 years and often wore the same pair of lenses for around 2 months. Lens type and make are unk.